Manufacturer narrative:
The suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected, and the product was within specification.

Event description:
Information was received that reported a patient was hospitalized in 2007 due to hyperglycemia. The reporter stated the patient's blood glucose has been very high throughout the same day. The patient had bolused for perceived high blood glucose based on how he felt rather than readings from a meter. Additionally, the reporter felt there may have been a stability issue with the insulin the patient was using due to high temperatures. At 10pm on that day, the patient was admitted to the hospital. Upon admission, his blood glucose was 629mg/dl, he was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly, and did not contribute to the reported incidence.